Event description:
It was reported that patient experienced a drop in blood pressure during an infusion with an access set due to a potential no flow incident. The set was being used with an unknown IV (intravenous) pump to infuse dopamine and milrinone to the patient through the same line. At an unspecified time during the infusion, it was reported that a patient's blood pressure (bp) dropped to 50/30. There was no indication of any problem until the bp dropped. The patient was reported to be feeling "wavy." Dopamine was titrated up from 3mcg/kg/min to 5mcg/kg/min, then to 7mcg/kg/min, then to 9mcg/kg/min, and finally to 10mcg/kg/min. The patients milrinone infusion then alarmed downstream occlusion. The milrinone and dopamine were running through the same line; however, the information from the customer states that the dopamine did not occlude. The customer then changed the milrinone running location. The milrinone was running at 4.2 ml/hr and it was reported that it appeared as if the patient was not receiving the medication for a few hours, however, this was not confirmed. The dopamine running location was also changed and also appeared as if the patient was not receiving all of the dopamine dispensed, also not confirmed. The patient's blood pressure continued to be low for one (1) hour. The tubing set was changed and the patient's bp recovered. The dopamine infusion was then lowered back down to 3mcg/kg/min. The patient had multiple runs of ventricular tachycardia (vt), possibly as a result of the increase in dopamine. The patient received 2gm of magnesium sulfate to treat the vt, a 250 ml bolus of fluid to treat the bp and an increase in dopamine (the patient almost received albumin) as a result of the patient not receiving the medication being dispensed by the IV pump. The patient's outcome was not reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis batch review cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection found that the device was fully primed with a baxter extension set attached to the male luer but did not identify any abnormalities that could have contributed to the reported condition. The extension set was removed, and the device ((B)(4)) was connected to an in-house solution bag, reprimed, and observed for flow issues; the device primed and flowed normally. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.